Event description:
It was reported that during a percutaneous transluminal coronary angioplasty/ stent procedure the stent delivery system was placed in a lesion that was not pre-dilated, which is contrary to instruction for use. The delivery system balloon could not be infalted beyong 7 atms, resulting in partial deployment. The stent was then post-dilated with another co's balloon catheter. Reportedly no pt injury was associated with this event.